Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced a cerebral vascular event with a neurological deficit in their left hip after implantation of the implantable neurostimulator (ins). The diagnostic methods included an examination on (B)(6) 2016 that resulted in the identification of "mild facial-to-fibranchial paresis". Imaging was also performed and confirmed that the electrodes were in position; there was no evidence of major structural damage. The etiology was not related to the device/therapy, but related to the implant procedure. Interventions included medical management on (B)(6) 2016 which included rehabilitation on (B)(6) 2016. The event resulted in an in-patient hospitalization / prolongation of an existing hospitalization. It was also reported that the event was resolved with sequelae on (B)(6) 2017; the sequelae was a motor deficit in the patient's left hemisphere.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.